Event description:
The report is from study. The patient was a male, with a history of clinical copd, CABG, and aortic valve replacement. The target lesion was the left proximal internal carotid artery. Pre-procedure stenosis was 86%. Lesion length was 17.5 mm and diameter was 3mm. The lesion was concentric with severe calcification and moderate tortuousity. A precise rx 7 x 40 was deployed at the target lesion. An angioguard rx size 5 basket, was successfully deployed and retrieved during the procedure. Post stent deployment, the patient had a sudden onset tia with dysarthria. The patient recovered fully in less than 24 hours. The patient was discharged two days post-procedure (2009).

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2009-00855. A review of the manufacturing documentation associated with this lot presented no issue during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.